Event description:
It was reported the pt experienced soreness and heating at the ipg site after charging for 2 hours. The physician examined the incision site and indicated there was a possible infection. The pt was instructed to turn stimulation off and prescribed antibiotics. Follow-up information indicated the pt was subsequently explanted on (B)(6) 2014.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.